Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10, h11. Corrected fields: e2, e3, g2. Additional information: event site postal code: 7920831. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced touchscreen panel assy, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that during a daily routine check, the cardiosave intra-aortic balloon pump (iabp) units touch panel does not respond. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character restriction block e1 event site name is (B)(6) hospital. Corrected fields: h6 (problem code, investigation findings and conclusion). The failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0123 rev.d, sn: (B)(6) touchscreen assy, 12.1¿¿ this part was received with a reported unit failure message of touchscreen not responding. Performed visual inspection of this part received and part looks to be in good condition. Installed touchscreen assy, 12.1¿¿ into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. Performed functional tests and passed. The failure analysis and testing department could not verify the failure message of touchscreen not responding. Touchscreen assy, passed testing. Retaining touchscreen assy, in the fat dept. Per procedure.